Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 for unspecified reasons. The patient was reimplanted with a new device on an unknown date.

Manufacturer narrative:
This report is submitted on june 12, 2019. - attachment: [141200 - device analysis report reg.pdf].